Manufacturer narrative:
Initial reporter occupation: lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving the lower leg, the hub separated from a flexor balkin guiding sheath as the user attempted to readjust and pull back on the device. The sheath was removed from the patient, and another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving the lower leg, the hub separated from a flexor balkin guiding sheath as the user attempted to readjust and pull back on the device. The sheath was removed from the patient, and another device of the same type was used to complete the procedure. Access was obtained in the common femoral artery to target the superficial femoral artery. Resistance was not encountered upon insertion or removal of the device; however, the bifurcation angle was described as tight. A 0.035-inch wire was in the sheath lumen when the user attempted to reposition the sheath by pulling from the hub, at which point the hub separated. The dilator was not in place at the time of the event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The flare of the sheath was pulled free from the white hub cap. A document-based investigation evaluation was performed. One related non-conformance was noted; however, all affected product was scrapped, and 100% inspections are in place to capture the non-conformance. There have been no other reported complaints for this lot number. The product IFU instructs to avoid applying traction to the hub during removal. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that non-conforming product exists in-house or in field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The IFU for the sheath instructs to avoid applying traction to the hub during removal. It is possible that similar forces were applied to the hub of the sheath during readjustment, but this cannot be definitively confirmed. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20jun2022 and was inadvertently omitted from the initial report. Access was obtained in the common femoral artery to target the superficial femoral artery. Resistance was not encountered upon insertion or removal of the device; however, the bifurcation angle was described as tight. A 0.035-inch wire was in the sheath lumen when the user attempted to reposition the sheath by pulling from the hub, at which point the hub separated. The dilator was not in place at the time of the event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.